Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that was reported to have a leak while infusing cisplatin. About 40 minutes into the infusion, the leak was noted by a doctor that happened to pass by and the nurse found the spiros and the IV connector was disconnected, but the IV fluid was still flowing continuously from the spiros. The cisplatin infusion was stopped and about 30ml of the medication was lost. The therapy was resumed. There was no bleedback noted, no holes, cuts tears, or any defect noted on the product. The chemo spill was cleaned as per hospital protocol and the nurse was wearing personal protective equipment (ppe). There was patient involvement and no report of adverse event.

Manufacturer narrative:
D10 - date returned to mfg - may 29, 2020. H10 - one used list # ch2000s-c, spinning spiros (lot # 4493598) and one bd pump set were received and visually inspected. As received, the female luer of the spinning spiros was connected to the male luer of the bd set. The luers were fully engaged. The spin feature of the spiros was activated in the rotational direction. The spiros exhibited an unrestricted spin feature rotation. No spline damage was observed. No damage or anomalies were identified on the spiros. The single spiros was functionally tested and met product performance specifications. No leakage or disconnections were observed. The male luer spin collar on the bd pump set was able back off the spiros however, the luers remained engaged and this did not lead to a leak or disconnection during functional testing. The reported complaint of a leaking spiros was unable to be replicated or confirmed. A device history review (DHR) for lot# 3640688 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.